Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented with stroke-like symptoms including aphasia and apparent right-sided weakness. A computerized tomography (CT) of the head revealed large left basal ganglia hemorrhage. A hemi-craniectomy clot evacuation was performed with placement of an external ventricular drain and epidural drain. The patient's neurological exam was significant for nonreactive pupils and extensor posturing with a glasgow coma scale score of 4t. The immediate post-operative course was complicated by intracranial pressure greater than 25 which was treated with an osmotic diuretic. The patient experienced permissive hypernatremia and partial pressure of carbon dioxide was greater than 30. An electroencephalogram was ordered and showed moderate slow background with minimal activity. Three days after surgical treatment, the drains clotted and it was determined there was no benefit in replacing the drain. There was no progression in the patient's neurological status, and after discussion of prognosis the decision was made to withdraw care. The patient subsequently expired.